Event description:
On (B)(6) 2015, it was reported to midmark that an x-ray unit (vetpro complete unit, serial number (B)(4)) separated from its wall mounting at a veterinary user facility in (B)(6). The x-ray technician was extending the arm and one of the two fasteners (long socket cap screws) that bolt the control unit to the wall plate fractured, causing the control unit to rotate sideways and the device to fall. No injuries were reported. Photos of the incident were provided to midmark by the user facility, and the unit was re-installed with new fasteners.